Event description:
During a tibia procedure, the connecting screw on the periarticular aiming arm broke off on the back table. The surgeon was able to complete the procedure using an open vs. Closed procedure.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on-going, no conclusion can be drawn. Review of manufacturing records has been requested.